Event description:
I had a tecnis symfony lens implant in (B)(6) of 2017 after a cataract diagnosis. I am experiencing halos, glare and concentric circles that have severely affected my night vision and close up vision. I consulted an ophthalmologist for a second opinion. His conclusion was that the lens was causing similar problems in many patients. In my case, he believes that my pupil size contributed to the severity of the problem though there are inadequate studies to prove this. The lens will need to be explanted in order to get my night vision back. At present, I am unable to drive at night with or without glasses. I now need reading glasses which I did not need before. The package insert available on the FDA website has inaccuracies and contradictory data (e.g. Percentage of patients with similar problems reported at 1-2% but actual numbers in the same document show between 9 and 14%).